Manufacturer narrative:
The insulin pump was unable to prime during the prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to perform the excessive no delivery alarm due to prime anomaly. There was no motor error alarm. The motor passed motor test. The pump had a missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed but the customer stated having done multiple complete set change and haveing no resolution for the no delivery. Followed by a motor error alarm that had no troubleshooting done. The device will be returned for analysis.